Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored. All the operating currents tested within specification range. No unexpected low battery or off no power alarms noted. Cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error. The caller stated that the device does not alarm when the batteries go low. The customer's blood glucose was 125 mg/dl. Nothing further was reported.